Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up called was made and the father stated that the customer had high and low blood glucose for the past three months. The father stated that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. His son experienced vomiting, nausea, sweating, extreme headaches, and feeling sick. The caller stated that she was having highs the week before and he was having a hard time getting her sugar down. The caller also mentioned that the customer went to the emergency room in another occasion due to high blood glucose. The father stated that her daughter was having some no delivery alarms; troubleshooting was declined. No further information was provided.